Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. - attachment: mw(B)(4).

Event description:
Additional information was received from the patient. It was reported that patient received three unexpected shocks from the device. Twice during recharging and one extremely painful and dangerous shock while the manufacturer representative was turning on the device. The serious shock happened on the patient's physician's office. Patient was told by manufacturer representative to hold the programmer in their left hand, later the representative turned their device "to 5". They turned the device to 4 and patient felt nothing. When they turned the device to 5, patient felt like they were being electrocuted or tasered. The shock was so severe that patient was making strange noises the whole time and patient lost the muscle strength in their legs. Patient stated they would have hit the floor if their husband was not standing right by their side. Patient's husband caught and helped them up the entire incident. The representative looked for the programmer when patient was shocked. The programmer flew out of patient's hand and landed on the other side of the room. It took a couple of minutes for the representative to turn off the ins. Patient said they could have been seriously injured with a fall. It was very painful and frightening experience. Patient was told or redirected to their healthcare professional. Patient said now they have a very expensive device implanted in their body that they felt unsafe to use. Patient have kept it charged every 24-36 hours because they did not want the battery to discharge and need to be surgically replaced. They would not charge the device without the programmer right next to them and their husband in the house. It was stated unless patient get reassurance from manufacturer the device is safe to use, the device has remained off and was useless to them. No further complications were reported as a result of this event. Patient takes oral percocet 5 mg to 10 mg per 24 hours. They also take over the counter medications acetylsalicylic acid (asa) for occasional headache.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who received a shock while charging the battery. The patient said this was the fourth shock since "(B)(6)" 2017. On "(B)(6)" 201, the shock was severe and their entire body shook. The patient was unable to speak and their spouse had to hold them up; this was witnessed by a manufacture representative (rep) in their healthcare provider's (hcp) office (information was reported previously). The three other shocks occurred at home during the recharging sessions. No further patient complications have been reported as a result of this event. See attached user facility medwatch

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that on 2017-jun-30, the patient had an appointment with his health care provider and the reason for the visit was a "spinal cord stimulation revision". It was noted that the patient has persistent low back pain (aching/pressure/constant) that started a long time ago and has been getting worse with radiation to both lower extremities down to the toes. The pain is aggravated by sitting/standing, and walking. The pain is relieved by lying down. A lumbar spine CT in (B)(6) 2013 showed that the patient was post-status of an l3-l4 and l4-l5 fusion. There was no evidence of pseudarthrosis or subluxation. There was minimal disc bulging at l2-l3. And no suspected high-grade spinal canal or foraminal stenosis. A lumbar spine CT was taken in (B)(6) 2006 which showed that the patient has mild degenerative disc disease and circumferential bulging at l2-3 with associated disc encroachment into the l2 neural foramina and mild distortion of the thecal sac. There were mild degenerative changes at l3-4, :4-5, and l5-s1. The patient has an l3-4 and l4-5 fusion and a neurostimulator is shown in the right gluteal region. The patient has had three spinal surgeries. It was noted that a manufacturer representative was with the patient for reprogramming on 2017(B)(6). There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient felt a really bad shock and fell down when their stimulation was turned on during an appointment with a manufacturer representative on (B)(6) 2017. The patient stated that they felt like they were tased. The patient was instructed to charge their ins. The patient started charging the device when they got home and they were shocked a few more times. It was noted that the device said that it was off. The patient stated that the ins was at half battery at the time of the call and was confused because they thought they had charged the ins to full 3 times that day. The patient wanted to turn the stimulation back on but was nervous to do so without their spouse home. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-apr-03. The patient stated that they contacted the manufacturer in 2017 concerning three incidents of spontaneous problems with shocking from the spinal cord stimulator (scs). The patient is concerned their device is defective and considers this an open matter. Patient services responded to the patient¿s email redirecting them to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.